Event description:
Information received indicates that the hcp had a difficult time releasing the accessory holder device from the valve during implant. After cutting the valve holder's suture, the newly cut suture fell into the ventricle. The suture was retrieved during the procedure with no affect to the pt.